Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-04948. It was reported that stent dislodgment occurred. A 2.5x24mm synergy stent was implanted in the proximal lad. A 2.5x20mm synergy stent was advanced using a guidezilla but could not cross the distal lad. While the device was being pulled back, the stent dislodged and migrated to the mid-distal lad. The 2.5x20mm synergy stent was deployed using a non-bsc balloon in the mid-distal lad. A second 2.5x20mm synergy stent was advanced to the distal lad but was unable to cross. The second synergy stent was withdrawn with the guide catheter. Once outside the patient, the second synergy stent dislodged from the stent delivery system catheter and could not be found. No patient complications were reported and the procedure was completed safely.